Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone and bupivacaine via an implantable pump (concentration, dose, and lot numbers were not provided). Indications for use included non-malignant pain. Concomitant medications and patient history were not reported. On (B)(6) 2015, the patient had a magnetic resonance imaging (MRI) of the brain, which was not related to the implanted system, but did not see the hcp that day. On (B)(6) 2015, the patient saw the hcp, and the pump was interrogated. According to the logs, a motor stall occurred on (B)(6) 2015 at 15:54, stopped period may exceed tube set occurred on (B)(6) 2015 at 15:54, and motor stall recover occurred on (B)(6) 2015 at 10:30. The patient had no clinical symptoms that indicated his pump hadn't restarted, there were no withdrawal symptoms, and no patient symptoms were reported.